Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, stent damage occurred. The 85% stenotic lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. "During preparation, when the physician opened the package, he noticed there was a little bit unsmooth on one spot of the stent but he judged it could still be used." The physician predilated the lesion with 2.5x20 and 2.0x20 maverick balloons. Then the physician advanced the 2.75x24mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was successfully completed with a 2.75x24mm taxus liberte stent. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the complaint unit revealed damage to both the proximal and distal edges of the stent. Some proximal stent struts were raised distally and the distal stent section was slightly flared outwards towards the distal end. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. Attempts to insert the recommended size guidewire were unsuccessful due to solidified contrast media present within the entire length of the lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. As per the directions for use (dfu) operational instructions the physician is instructed to not use the device if any defects are noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.